Manufacturer narrative:
Title: a single blinded randomized controlled trial comparing semi-mechanical with hand-sewn cervical anastomosis after esophagectomy for cancer (share-study) source: j surg oncol. 2020;122:1616¿1623 accepted: 20 august 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the aim of the study was to compare leak rate between hand-sewn end-to-end anastomosis (ete) and semi-mechanical anastomosis (sma) after esophagectomy with gastric tube reconstruction. Between august 2011 and july 2014, there were 174 patients with esophageal cancer underwent esophagectomy. Ninety-three patients were randomized to hand-sewn end-to-end anastomosis with 44 patients and semi-mechanical anastomosis with 49 patients. A linear stapler 8-10 cm and with five stay sutures were only used in semi-mechanical anastomosis. Post-operatively, 2 patients died in hospital, one of which died within 30 days after the operation due to postoperative complications. Title of the article: a single blinded randomized controlled trial comparing semi-mechanical with hand-sewn cervical anastomosis after esophagectomy for cancer (share-study). Authors: nederlof n, tilanus hw, de vringer t, van lanschot jjb, willemsen sp, hop wcj, wijnhoven bpl year: 2020.